Event description:
It was reported to medtronic neurosurgery that a revision procedure was performed to replace the device due to the patient experiencing numbness, tingling, weakness, and possible irritation of the dura. According to the report, the patient has multiple sclerosis (ms), and that the symptoms the patient experienced are consistent with symptoms of ms. The report states that the physician did not suspect that there was a defect or malfunction of the device, but that it was replaced it as a precaution to ensure it was not causing or contributing to the patient¿s symptoms. The report states that the patient did not incur an injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).